Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: device returned for evaluation. Viper2 x25 approximating set s, [product code: 286735350, lot no: gm3750302]. It should be noted that this complaint was originally closed as a ¿no sample¿ return. However, complaint has been re-opened as the product samples are available for evaluation. Visual examination revealed that the distal tip of the viper2 x25 approximator driver was stripped and bent. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the distal tip of the instrument to become stripped and bent cannot be positively determined. One probable root cause may most likely be that the distal tip was subjected to a higher than anticipated torsional stress which caused it to strip and bend. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the product broke during the procedure. Requests have been made for clarification but no information has been received. As it is possible that the tip of the set screw inserter broke intra-operatively, this medwatch report is being submitted to document the event.